Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a red skin irritation and small wounds under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reported having an allergy and the physician advised the patient to use cortisone and fenicort ointment on the skin irritation. Follow up indicated that the ointment helped the patient's skin irritation to improve.